Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, the device was found to be in backup vvi. The device was explanted and replaced due to the advisory. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was caused by two resets that occurred within a short amount of time of each other associated with radio frequency. The device was tested on the bench and no anomaly was detected.